Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the hospital for an unspecified reason that was not related to the device. Right ventricular (rv) lead and right atrial (ra) lead threshold measurements were elevated, however sensing and impedances were stable. Ra sensitivity was adjusted to resolve atrial undersensing observed on real-time electrograms (egms), and the output was adjusted to at least 5v for both chambers. This pacemaker system remains in service. No adverse patient effects were reported.